Manufacturer narrative:
Batch review performed on 08 january 2021: lot 1900426: (B)(4) items manufactured and released on 21-may-2019. Expiration date: 2024-05-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly, 12 days after the primary, and the surgery was completed successfully.